Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (unable to baseline) was confirmed. Upon investigation both ECG channels were flat-lined. Thorough investigation was unable to identify the root cause for the ECG signal failure. No shorts or open connections were detected in the electrode belt cables. The electrode belt was removed from service. No adverse event resulted from the defective electrode belt. The pt received a replacement electrode belt.

Event description:
A zoll pt service representative (psr) called zoll customer support that an electrode belt was unable to baseline during the fitting of a (B)(6) male pt. The pt was issued a replacement electrode belt.